Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch verio iq meter was displaying inaccurately high results compared to his back up meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 4:14pm, the patient reported obtaining a reading of "145mg/dl" compared to "114mg/dl" on a back up ot ultrasmart meter. Based on statistical methodology the calculated difference between these readings does not exceed the expected value of <=30%. The patient reported using a combination of medications to manage his diabetes (unknown type and dose). The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 at 4:14pm, he had symptoms of "sweating and hands shaking." It is unclear if the patient attributes these symptoms to low or high blood glucose. The patient reported on (B)(6) 2012 at an unknown time, he self administered "insulin pills." During the time of troubleshooting, the cca determined that the subject meter was in the correct unit of measurement. The cca noted that the patient was using an approved sample site for collection of the blood samples. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because, the patient reported he developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Correction: the manufacturer was inadvertently set to lifescan (B)(4), but it should be lifescan (B)(4) for the verio product.